Event description:
A report was received that the patient had a pocket revision due to having difficulty charging. The patient had gained weight and the physician felt the pocket was too deep. Nothing was explanted or implanted. The patient was reportedly doing well after the surgery.

Manufacturer narrative:
This is the final report.